Event description:
It was reported that (1) tsb45 and (1) tsg45 were used during a vats procedure. It was reported by the affiliate that the staples were malformed. Opened another device to complete the case. No adverse pt outcome.